Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath lot# serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient's pump system and stimulation systems were removed but part of a "plastic catheter" broke off and was still implanted in his spine. The caller noted that the patient was not sure if this was part of a scs system or the pump. The caller stated that the "plastic catheter" had migrated and the patient was afraid it was going to his brain. A MRI was being performed.